Event description:
It was reported that customer pump screen was broken, resulting in touchscreen that was unreadable and unresponsive, although pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump.